Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the force bipolar instrument stopped responding to the system. The instrument was also stuck within the trocar, and a result, both the trocar and instrument were pulled out of the patient and replaced with new ones. There was no harm to the patient. The procedure was completed with a back-up da vinci instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the instrument were not stuck on tissue when the issue occurred, however, the port site incision was increased in order to remove the instrument and cannula together. There were no abnormalities noted to the instrument prior to the procedure or following removal. The issue was confirmed to have occurred with the surgeon's head inside of the surgeon console's high resolution stereo viewer and while the surgeon was attempting to manipulate instrument from the surgeon console. The customer further advised that the surgeon was using the instrument when it suddenly stopped working and would like to know what went wrong.